Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was above 400 mg/dl at the time of the incident and current blood glucose was 114 mg/dl. Customer other blood glucose level was 117 mg/dl and sensor glucose level was 43 mg/dl. Customer stated that they did not feel well and blood glucose was high because she just ate lunch and treated with bolus. The customer was declined troubleshooting. Customer stated that did receive a change sensor alert and calibration not accept and sensor had inaccurate readings that triggered threshold suspend alarm. The device will not be returned for analysis.